Event description:
Pt was in asystole when connected to a datex-ohmeda f-lm monitor. The ECG displayed wave was flat but without any asystole alarm, no preliminary alarms due to eventual frequency troubles. According to the user, they have not heard any audible alarm (some visual alarms could be present) at the event time. When they have moved the pt, and electrode has been unstuck and a visual alarm has been activated "electrode disconnection" with an audible alarm but the alarm sound was very low and difficult to hear. Pt outcome: clinical situation aggravation, cardio-respiratory stop, late recovery and death. According to the dr, this pt was hospitalized for respiratory problems. There were several clinical symptoms, which showed that the cardiac stop happened several minutes before the resuscitation action starting.

Event description:
Datex-ohmeda rec'd more case info in 3/2001 when the users told to datex-ohmeda france reps. When arriving to the pt bed, the nurse noticed that an electrode was disconnected. On the monitor, the ECG waveform was flat and a visual message indicated "electrode disconnected (leads off)". The nurse said that there was no audible alarm. The nurse has managed to reconnect the disconnected electrode but not without trouble. Then, at this point the clinical asystole of the pt was noticed and confirmed by the flat ECG wave. The resuscitation procedures lasted 45 minutes.